Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The device passed the homechoice rite functional test. The homechoice rite electrical test failed testing due to a ground bond issue. The pal evaluation found an issue with the ground bond in the device. The failure was determined to be a loose setscrew on the door post. Pal recommends scrapping the doorpost. A labeling review was found no association with a mislabeling and the adequacy of the labeling is not being questioned. A service history review revealed no previous service events were related to the reported condition. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to a ground bond failing performance specifications. No allegations were made against any of the patient?s dialysis products. No injury or medical intervention was indicated. No further information was provided.